Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee artery. A 4mm x 40mm x 146cm coyote es was advanced for dilatation. However, the device was unable to cross the lesion and during the initial inflation, at 10 atmospheres for 2 seconds the balloon ruptured vertically. The device was removed and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.